Event description:
It was reported that the lead had high impedance, oversensing and a possible fracture. It was also reported that the patient was a twiddler. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.